Event description:
It was reported that a patient received inappropriate hv therapy for vf due to the lead dislodgement. The patient complained of painful muscle stimulation. P-wave oversensing, decreased r-wave, and loss of capture were noted. The device and lead were explanted and replaced.

Manufacturer narrative:
(B)(4).